Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 1.9, lab: ng. Date: (B)(6)2010, inratio: ng, lab: 4.3. Prior to meter reading, pt's coumadin dose was adjusted from 2 mg to 3 mg due to new doctor. Pt continued to exhibit bruising and excessive bleeding since dose change. Currently, pt is off coumadin until proper dosage is found with doctor.